Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. The contact successfully prime the tubing, changed the infusion set, and insulin delivery was resumed. The customer's blood glucose (bg) level was 442 mg/dl and the bg level was addressed with a bolus via the pump.